Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: rupture, anxiety product/procedure.

Event description:
Patient reported rupture and exchange from textured to smooth due to patients concern for the product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, inflammation/irritation, autoimmune connective tissue-symptoms of-ndr, other-medical-ndr.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Patient additionally reported breast implant illness, inflammation, and connective tissue disease. The events of "breast implant illness" and "connective tissue disease" are not device related. Device remains implanted.